Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during an unspecified surgery. The surgeon wanted to place a 1.7 mm curved suturefix anchor, but the anchor did not deploy properly. The surgeon wanted to put the implant back on the guide driver, which should never be done because it completely compromised the deployment of the balloon. As a result, a metal piece of the suture fix device broke and got stuck in the distal part of the glenoid guide. However, no metal pieces fell or detached inside the patient. The procedure was successfully completed using a 2nd anchor, but it is unknown if there was a surgical delay. No further complications were reported.

Manufacturer narrative:
Correction in h1 (type of reportable event), it is a reportable malfunction.

Manufacturer narrative:
D1, brand name corrected. D4, catalog number, lot number and unique identifier (UDI) # were corrected as unknown. D4, expiration date should be blank. H4, device manufacture date should be blank. H6, type of investigation field was corrected. H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the customer provided image found the distal end of a guide with a broken metal device protruding from the guide. No damage to the guide can be seen. There was a relationship found between the device and the reported event. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include an application of unintended inappropriate or excessive force to the device, attempted correction of a damaged device, or an impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. Insufficient product identification information was provided and thus a complaint history review could not be performed. Insufficient product identification information was provided and thus a manufacturing record review could not be performed. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. Insufficient product information was provided and thus a risk management review could not be conducted. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus physical visual inspection and functional testing could not be performed. A review of the customer provided image found the distal end of a guide with a broken metal device protruding from the guide. No damage to the guide can be seen. There was a relationship found between the device and the reported event. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include an application of unintended inappropriate or excessive force to the device, attempted correction of a damaged device, or an impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.